Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during vitrectomy surgery puncture cannula cannot be moved flexibly. The surgery was completed on the same day with alternative product. Details of patient harm was not reported.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of puncture cannula cannot be moved flexibly; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photo show a label with reported lot number. Another photo show a trocar with hub circled. Reported issue cannot be confirmed from photos. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All trocar blades are 100% inspected. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information is provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in sections b.2 and h.11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event code trocar blade dull or damaged is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be scheduled under mfg report num: 2028159-2024-00772. The manufacturer internal reference number is: (B)(4).